Manufacturer narrative:
Product event summary: (B)(4) the pumps were not returned for evaluation. Review of the sterility certificates confirmed that the associated devices met all requirements for release. Log file analysis could not be conducted since log files were not provided for analysis. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system - pump, expiration date: 2020-02-29/ (B)(4), UDI #:(B)(4), mfg date: 2018-02-29, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted to the hospital with severe heart failure and was intubated. Patient was taken to surgery and implanted with a left ventricular assist device (lvad) and a right ventricular assist device (rvad) in the right atrium. Patient continued to decline immediately post-op and was placed on venovenous extracorporeal membrane oxygenation (vv ECMO) and stabilized for a short time, then start to rapidly decline with extreme hypotension. Patient was switched to venous atrial extracorporeal membrane oxygenation (va ECMO), which then started to compete with the ventricular assist devices (vad's), and patient was not oxygenating. Surgeons then decided to take patient back to the operating room (or) on (B)(6) 2018 and remove rvad from right atrium and placed it in the right ventricle. Va ECMO cannula had clotted and then vv ECMO (femoral-femoral) was placed. It was stated that the patient was in extreme inflammatory response sepsis. Flows improved for a short time on lvad and on rvad. Patient then started to quick decline on (B)(6) 2018, and palliative care was placed on consult. Family decided to withdraw care on (B)(6) 2018, and patient expired shortly thereafter. No autopsy was performed, and pump remains implanted. According to clinical team, after patient had expired, 5 liters of "yellow" fluid had drained from patient's chest tube. Site stated patient was in disseminated intravascular coagulation (dic) and had massive arterial clots.